Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 3889-28, lot#: va2574x, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for urge incontinence. It was noted that the patient¿s advance evaluation trial started on (B)(6) 2020. It was reported that the patient was in a lot of pain at the incision site today. She though the dressing was put on too tight when it was changed yesterday. The patient also said that now her bladder 'isn't working' as well as it was. Patient services reviewed how to check therapy settings and therapy was on. The patient increased amplitude to see if that improved her bladder symptoms. The patient was redirected to follow up with her healthcare provider to discuss her concerns. Additional information was received. The patient presented with signs of infection, they had redness at the lead insertion site and redness at the site where the percutaneous extension lead came out. The doctor went to open the side pocket, and when they made the incision, pus came out. There were no known contributing factors reported. The physician had sent the lead off for gross. They also found pus in the pocket and at the lead insertion site. The lead was removed and the pocket was irrigated with antibiotic solution. The patient was also sent home with antibiotics. It was reported that the issue was resolved at the time of the report. It was noted that the patient had been scheduled for phase 2, but when the infection was found, the lead was removed and the patient was being allowed time to heal. They were going to be rescheduled for a full implant in about 3 months. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.